Event description:
During a l.a.v.h., the harmonic was working fine, then it gave an "instrument error." After troubleshooting with no resolution, a new disposable was attached and it worked fine. There was no pt consequence.